Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger assembly was found badly broken and all components are loose inside also chipped out on lower left front corner of top case. A non- original equipment manufacturer (OEM) battery was found in the device. A review of the event history log (ehl) identified force sensor test error due to broken plunger assembly. The reported issue was verified during inspection. The root cause of the issue was a result of the customer's impact to the device. Pump will be quarantine due to non-OEM battery was found with device.

Event description:
It was reported that the pump had a broken syringe holder assemble. No patient injury was reported.